Manufacturer narrative:
Additional pro codes: ove. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that on an unknown date, the tip of the screwdriver was abraded during an unknown procedure. This was noticed intraoperative, there was no consequence to the patient. The surgeon handled the problem by adding some bonewax on the tip, so the screwdriver could handle the screwhead. Both the screwdrivers used had the same problem. No fragments were generated. Surgery was delayed by one (1) to five (5) minute(s). Concomitant devices reported: unknown screws: trauma (part# unknown, lot# unknown, quantity# unknown). This complaint involves two (2) devices. This report is for one (1) stardrive screwdriver shaft t8 self-retaining/qc. This is report 1 of 2 for (B)(4).